Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date. The patient developed a recurrent hernia and underwent a re-operation on (B)(6) 2013. The surgeon found that the mesh was grown in on one side, but not the other side. The part of the mesh that was not grown in, was removed and a different type of mesh was implanted.

Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.